Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user's data available in data management system (dms). Based on the investigation analysis, the sensor performance deviated from normal behavior. There were some changes in the optical channel measurements around the time of the reported event, but the root cause of the noise in the optical channel measurements could not be confirmed at the time of the investigation. The hypo alert was not asserted because the sensor reading did not cross the low glucose alert threshold. In order to further investigate the issue, a return material authorization (RMA) was authorized to bring back the sensor for further analysis. However, the requested product was never received. As a result, no further investigation was possible for this complaint.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. User reported that blood glucose (bg) was 48 mg/dl where as sensor glucose (sg) was 100 mg/dl. User complained of not receiving low glucose alerts. User was symptomatic (dizziness), did not require medical assistance, and was able to self-treat with oral glucose.